Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they were unable to connect to their implant using their programmer and communicator. Patient said that they tried to connect one time and it worked, but since then they haven't been able to connect. Agent walked the patient through the steps of connecting the communicator and programmer to the implant. The issue was not resolved through troubleshooting. The caller was redirected to it in error and call got disconnected, the patient called back to patient services. The patient called back as their previous interaction got disconnected. Agent was able to assist patient to successfully connect and access to their therapy. In a separate call the patient reported they were trying to connect to their implant as they had not seen improvement in symptoms or felt the stimulation sensation since implant. Patient was able to connect to their therapy successfully but they stated their therapy was off and they did not know why. Patient turned the therapy on and increased the stimulation from 1.6 to 2.4 but didn't feel the stimulation. Patient mentioned being on program 1. Patient decreased stimulation to 2.1 and was advised to wait a couple of days and keep an eye on symptoms. The caller was redirected to their healthcare provider to further address the issue.